Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coating at the tip detached from probe. The doctor irrigated the area with saline to ensure that all pieces were removed; no fragments remain in the patient. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.